Event description:
The medtronic representative reported that the patient "hadn't been receiving drug for close to one month's time". The hcp wanted to do a dye study to check catheter patency. They withdrew 3 ccs and discarded the solution . The hcp pushed in the dye, then flushed with 1-2 ccs of "preservativesaline". About 20 minutes following the procedure, patient started presenting with symptoms of overdose, and "quickly thereafter completely crashed". The hcp was uncertain how the "patient could have possibly been overdosed because they did not do priming bolus following dye study to reprime catheter and pump has been stopped for close to one month". Attempts to obtain additional information have been unsuccessful.